Manufacturer narrative:
The devices have not been returned to exactech for an engineering evaluation.

Event description:
The patient came to the hospital with a dislocated right hip, which has an exactech bipolar implant, implanted (B)(6) 2016. During reduction in the operating room the bipolar component reportedly became disassociated from the femoral head that remained attached to a cfs novation stem. Due to the patient's medical status, revision was unable to be performed. Patient died on (B)(6) 2016.